Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the ok, up and down arrow buttons were intermittently unresponsive. The reporter stated that there was no damage to the keypad buttons and that the ok symbol was worn off. The reporter denied recent pump trauma or evidence of moisture in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.